Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty charge coupled device (ccd) unit could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the event occurred during pre-use inspection of the device. The customer stated that since it was not at the time of surgery, the device was not replaced.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the subject device had a bad charged coupled device (ccd). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, the hd autoclavable camera head had sudden loss of vision due to no image. There was no harm or user injury reported due to the event.